Manufacturer narrative:
Initial reporter occupation is lay user/patient. The test strips were requested for investigation. The reporter's test strips were provided for investigation where they were tested using reference meter and retention controls. Testing results (qc range = 4.1 ¿ 6.8 inr): qc 1: 5.0 inr. Qc 2: 5.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The customer stated it sometimes takes longer than 15 seconds to apply the blood. Per product labeling, the capillary blood sample has to be applied to the test strip within 15 seconds after lancing the fingertip and within 30 seconds when using venous blood. Routine retention testing is performed. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). At 11:50 am, the meter result was >8.0 inr. At 11:54 am, the meter result was 4.8 inr. At 12:11 pm, the meter result was 5.2 inr. The customer has a therapeutic range of 1.7-3.3 inr.